Event description:
It was reported that the patient attempted to test on the guide system at an unknown time on the night of (B)(6) 2019. The blood glucose monitor displayed a test error message. The patient assumed his blood glucose level was above 600 mg/dl due to the error message, but he was not sure. He only took 10 units of novolog insulin instead of his normal dosage of 12 units. He also had some apple juice and a cookie so he wouldn't "crash" overnight. The patient didn't have any symptoms of low or high blood glucose prior to the event. The patient woke up around 12:30 a.m. To 1:00 a.m. On (B)(6) 2019. His wife stated he was yelling and banging his head against the head board. The paramedics were called by his wife around 1:00 a.m., and they arrive 10 to 15 minutes later. The blood glucose result was 22 mg/dl on their device. The patient was injected with glucose solutions and the paramedics gave him glucose gels as well. He was transported to the hospital around 1:30 a.m. The blood glucose result was 70 mg/dl on the hospital's device. The patient was treated with unknown solutions via IV and food to treat his condition. The patient was released from the hospital around 6:30 a.m.